Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The device had minor scratched lcd window, cracked reservoir tube lip, and missing end cap sticker.

Event description:
It was reported that the insulin pump buttons were unresponsive and alarmed button error. Customer's blood glucose was 298 mg/dl. Customer took out the battery and reinserted but it did not work. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.